Event description:
The consumer reported the patient had been feeling pain in the vaginal area for about a month ((B)(6) 2016). When the implantable neurostimulator (ins) was turned off, it would go away. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the manufacturer representative (rep) came into the healthcare provider (hcp) office and resolved the issue. Additional information from the patient reported they felt a jolt in the back, had pain at the ins site, burning pain in the vaginal area and upper part of the vagina that occurred daily. The patient would turn stimulation down but the burning at the ins site did not go away until stimulation was off. The jolt in the back occurred when the patient was laying down and was noted as sudden, the burning pain followed 2 days after the jolt, in (B)(6) 2016. It was noted that the patient was taking pain pills due to the pain and said they are "waiting for flesh come flying out" due to pain. The patient also commented that the doctor wants the leads replaced. The patient spoke to a rep and they "can not find anything". The patient said they are having the device removed on thursday, following the report.

Event description:
Additional information from the health-care professional (hcp) was received as troubleshooting with clinician programmer was performed on (B)(6) 2016 and (B)(6) 2016 for burning at ins site. Programs and amplitudes were changed on (B)(6) 2016 and the patient was given a script to have x-ray to see if the leads had moved. Patient was scheduled for replacement but patient did not want to do as patient thought they had to pay for that. Removal was performed on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.